Event description:
It was reported that (2) devices were used during a appendectomy. It was reported by the affiliate that the atb35 instruments were closed correctly, then the devices would not fire. A noise was heard and the devices were broken. Another instrument was used to complete the case. There was no consequence to the pt.